Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. Although this was explanted in 2009, a boston scientific employee first received notification of the event via warranty information in (B)(4) 2011.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.